Event description:
The pt has two leads (from the same lot) for off-label use. It was reported, the pt has been unable to revive adequate coverage. An impedance check revealed no anomalies. The next course of action is unk at this time.

Manufacturer narrative:
Sjm has limited information related to pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers tot he pt's physician regarding medical history.